Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, the first avr was performed and a 23mm trifecta gt valve was implanted with non-everting mattress suture technique using pledgets in the patient's aortic position. An abbott sizer was used in the surgery. On (B)(6) 2020, the patient experienced shortness of breath during exertion. On (B)(6), moderate aortic regurgitation(ar) suspected to be due to paravalvular leak was confirmed in the outpatient at the hospital. On (B)(6), the patient was hospitalized for detailed examination, in which severe ar was confirmed, the regurgitation increasing. On (B)(6), a re-do avr was performed, and the trifecta gt valve was explanted, replaced with a 25mm inspiris resilia aortic valve (manufacturer: edwards lifesciences). Upon explant, pannus ingrowth and a tear from the stent top of the lcc side leading to the middle part of the valve were confirmed. Damage on the rcc side occurred during explant. The patient is in stable condition postoperatively. It was also reported that ejection fraction(ef) was about 20% before the first avr on (B)(6) 2017. After the first avr, the ef improved to about 40%, and remained as such.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. The pannus and tear noted at explant were confirmed. Leaflets 1 and 3 were torn. Information from the field indicated that the damage on the right coronary cusp occurred upon explant. The torn edge of leaflet 1 was tethered in an open position due to pannus. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets. No acute inflammation, significant calcifications, or stent deformation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. However, the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.